Manufacturer narrative:
The device was not received for evaluation. Therefore, the exact root cause of the reported issue could not be determined. It is possible that anatomical factors such as calcification or stenosis contributed to the failure. Balloon rupture is an inherent risk of using this product. Due to the nature of the device and the procedures it is being used for, the reported issue is a known complication of using the device. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." The lot history record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Note: this is report 2 of 2 related to the second shunt used in the event.

Event description:
On (B)(6) 2025, during carotid surgery, the shunt experienced spontaneous rupture of the proximal balloon. The device was used according to standard procedure and was inflated in line with the manufacturer's instructions for use (IFU). No external force or misuse was reported during handling. There was no patient injury reported. The patient underwent successful treatment and was discharged from the hospital on (B)(6) 2025. Note: this is report 2 of 2 related to the second shunt used in the event.